Event description:
It was reported that during a fai procedure, the microraptor drill tip broke in the bone. The drill was resterilized and used for two times procedure. The broken drill was checked in the image, and was removed with a microfracture 60° and sharp forceps. The procedure was completed with 10 minutes delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The drill bit fractured away at the distal end of the shaft. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states two photos of the device were provided for review and confirms the reported breakage. Two undated intraoperative fluoroscopic images were provided for review of the removal of the tip. All documents and images provided have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported drill breakage. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.